Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient is currently hospitalized and receiving treatment with an unspecified anti-inflammatory drug (intraperitoneal) for the event. Pd therapy was ongoing. The cause of the event and patient outcome were not reported. The reporter declined to provide additional information.